Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Return requested. Replacement small straight ratcheting handle shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A site representative reported their small straight ratcheting handle had a silver cap missing. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Device manufacture date provided.